Event description:
It was reported the left monitor flashed black. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply and the monitor were replaced during the service call. The system was tested and found to working as intended and put back into service.